Manufacturer narrative:
Corrected data: initially the implant date had been reported as (B)(6) 2024; however, further review revealed that the implant date is (B)(6) 2024. The field below is being updated accordingly: d6a: if implanted, give date: (B)(6) 2024. Additional information: through follow ups we confirmed that there was a zonular weakness, not a primary problem with the intraocular lens (iol). The iol was implanted on (B)(6) 2024 and explanted on the (B)(6) 2024. It was exchanged for a zeiss CT lucia 202 18.5dpt in the sulcus. The explanted iol was discarded. B3: date of event: 15-oct-2024 (date issues were first noticed). D6b: if explanted, give date: (B)(6) 2024. Section h6: health effect: clinical code: 4581: eye anatomy issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol), the lens was decentered. The patient's visual acuity is only 0.3 and they are very unhappy. Pre-operative visual acuity was 0.7. It was reported that the patient's daily activities were significantly affected. It was reported that the surgeon is considering if the patient might have weak zonular fibers because it is unusual for a lens to decenter so much. No further details were provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: device dislocation. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.